Event description:
It was reported the intellivue mx800 patient monitor did not alarm for low abp (arterial blood pressure). The device was in use on a patient. There was no patient harm reported.

Manufacturer narrative:
Functional testing/service repair/technical investigation: the following functional tests were performed: the field service engineer (fse) went onsite and collected the clinical audit log files and the configuration file to be forwarded for technical investigation. The fse tested the device by simulating arts ((arterial blood pressure (alternative)) alarms with the bedside nurse and biomed and all heard audible alarm sound and saw visible alarms on the screen. Results of functional testing indicate that the device was giving visual and audible alarms on the monitor in question when the art were checked. The complaint was escalated for technical investigation to the product support engineer (pse) and the results indicate that there were plenty of instances of the alarms appearing during the timeframe in question. The pse stated that it appears to be the customer was using the art (arterial blood pressure (alternative)) label instead of abp (arterial blood pressure) label which made them thinking they missed alarms. The reported problem could not be confirmed. The cause of the reported issue represents possibly user knowledge. Based on the information available and the testing conducted, the cause of the reported problem was due to user knowledge. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.